Event description:
Healthcare provider reported left implant "swelling and discomfort" with diagnosis via ultrasound of "focal intracapsular rupture" and "2 small pockets of peri-implant fluid adjacent to the left breast implant." The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis: the photograph(s) received of the device is unable to undergo visual analysis, due to the quality of the photo or the view of the device, in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d.6.b, h6.

Event description:
Patient reported a left side "welling and discomfort from her implants for some time and focal intracapsular rupture" and "2 small pockets of peri-implant fluid adjacent to the left breast implant of questionable clinical significance." Patient later reported "replacement due to recalled breast implants." The device has been explanted.